Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually examined and functionally tested; however, no abnormalities were identified, and the cylinder performed within specification. The pump was visually inspected and tested for leaks. No anomalies were noted on the component. Upon functional testing of the pump, the component did not pass the activation test 2. Based on the information available and analysis results, it was confirmed the pump was not behaving as expected. The pump not passing the activation test could be related to the reason the device was returned for analysis.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was received with no additional information. Upon product analysis, an anomaly was identified.